Event description:
Healthcare professional reported an unspecified side "small tear at the seam of the port" which was found at time of explant. Tissue expander was replaced with a permanent breast implant. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles inside the device, green particles in the surface of the shell and opening. A microscopic analysis was performed which identify an opening sharp insert-shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the insert-shell bond edge side assessed as unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant removal.

Event description:
Healthcare professional reported a side unspecified "small tear at the seam of the port" which was found at time of explant. The device was explanted.